Event description:
According to the reporter, the patient obtained an infection during a second vp-shunt surgery. The implant probably was bacterially colonized and had to be removed. No additional information has been received.